Event description:
It was reported that the patient's ipg was explanted for an unknown reason on an unknown date.

Manufacturer narrative:
Section b3: event date is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Section d6b: explant date is unknown.

Manufacturer narrative:
It was reported that the patient had an explant due to reason unknown. Efforts to obtain addition event information have been unsuccessful and no implants were returned for evaluation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.